Event description:
Patient had knee surgery. Patient fell on stairs beginning 2001 and had since then lots of pain in the right knee. Revision took place 2002, it was delayed because of infection problems. Tibia plate was found to be broken in the middle.